Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with d&c with thermochoice ablation. No additional information was provided.

Manufacturer narrative:
It was reported that following mesh insertion, the patient experienced pain, extrusion, infection, urinary problems, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, urinary frequency and urinary urgency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with hysteroscope and cystoscopy. (B)(4).